Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to troubleshoot, however no response was received and there for no additional information could be obtained.